Event description:
Venous occluder engaged during a case with a patient when not activated. Perfusionist manually released the clamp. There was no patient harm.

Manufacturer narrative:
System logs were reviewed. Logs did not show any unintentional occlusion/closing of the occluder. The device is in use by the customer with no further incidents.